Manufacturer narrative:
Investigation is ongoing.

Event description:
The ventilator alarmed multiple times regarding o2 and o2 supply failure. It completed the functional test as well as the test software run without problems. Preventive maintenance was subsequently also completed without problems. The device alarmed visually and acoustically. Medical intervention was not required. Serious deterioration to patient, user or other person did not occur. Log files were provided.

Manufacturer narrative:
Update 18jan2024: root cause: the root cause is a defective mixer assembly. The issue was resolved by replacing the defective mixer assembly.